Event description:
The sales rep has reported that the customer's holster has an unstable connection into the control module. The gray sleeves are not staying attached and multiple error codes are occurring. There have been no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based on analysis results, the complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint. The error codes were caused by splits and bends in both the rotational and translational cables causing dragging. To correct the issue, the cables were replaced. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.